Event description:
It was reported that the vertical lift column on the 9800 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.